Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1939299 of echo-hd-19-c was returned to cirl opened without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2023. Proximal break observed approx. 31.3cm from stylet hub. Image review: n/a document review including IFU review: prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-19-c of lot number c1939299 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1939299. The notes section of the instructions for use which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device potentially being used in a tortuous position during the procedure or excessive force which can be applied when trying to get the needle out of the scope during advancement potentially causing the needle to break and unable to retract into the sheath. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the (B)(6) 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured prior to the corrective action being implemented. Summary; complaint is confirmed based on customer testimony and verification in the lab. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on (B)(6)2023 and an update to the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This follow up MDR is being submitted to capture the lab evaluation conducted on 15-feb-2023 and receipt of below answers on 27-feb-2023: 1. Did any unintended section of the device remain inside the patient¿s body? No if yes, please describe. 2. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No 3. Did the patient require any additional procedures due to this occurrence? No if yes, please describe. 4. Did the product cause or contribute to the need for additional procedures? No if yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No 6. Has the complainant reported that the product caused or contributed to the adverse effects? No please specify adverse effects and provide details. 7. Was there any surgical / medical intervention performed due to the experienced difficulty? No 8. What was the date of the event? 1-2-23, reported 1-3-2023 9. Will this be reported to the FDA? No 10. Patient info (age, gender, weight, pre-existing conditions), etc? Na 11. Would you like an acknowledgement letter? No 12. Customer contact (name, title, phone, email)? (B)(6) 13. Please choose one option: would you like a 2 each no charge replacement of g53585-echo-hd-19-c sent to c10895-2 or credit applied for 2 each or no account action is needed? Send them two needles please 14. What type of procedure was performed? Endoscopic ultrasound biopsy 15. Did the complaint devices make patient contact? Yes 16. Are images of the device or procedure available? N/a, yes, no no 17. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end dna 18. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no no ¿ please specify if yes. 19. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no dna 20. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no dna ¿ if no, please specify where the damage is located: 21. Was gaining access to the target site difficult? N/a, yes, no na 22. Was the device used in a tortuous position? N/a, yes, no na 23. Was puncture of the target site difficult? N/a, yes, no na 24. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Na 25. Please describe the size of the intended target site. Na 26. If not with the device in question, how was the procedure performed and/or finished? Sample was obtained successfully with second cook needle but needle still would not retract into sheath 27. Was the device damaged in packaging prior to removal? N/a, yes, no na 28. Was the device damaged on removal from packaging? N/a, yes, no na 29. Was force required to remove the device? N/a, yes, no na 30. Did the patient require any additional procedures as a result of this event? N/a, yes, no no 31. What intervention (if any) was required? None 32. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day needles were used consecutively on same pt. In same case same day 33. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no na if yes, please specify what was observed and where on the device it was observed. 34. What is the scope manufacturer and model number that was used? Olympus 35. Was resistance felt while inserting the device through the scope? N/a, yes, no na 36. Was the scope recently serviced / repaired? N/a, yes, no na 37. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Retraction 38. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no na 39. Was difficulty experienced while retracting the needle? N/a, yes, no yes, it wouldn¿t retract 40. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no na 41. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no na 42. Was the stylet partially removed when advancing the needle into the target site? N/a, yes, no na 43. How many samples were obtained (passes completed) with this needle? Na 44. Did any section of the device detach inside the patient? N/a, yes, no no ¿ if yes, please specify: 45. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no na 46. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no na 47. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no na 48. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Na.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via email "was informed today of a complaint re: (B)(6) lot # c1939299. Twice with 2 different needles, same lot number, same g number. At acct (B)(4). (B)(6) hospital. Both times, doctor was unable to retract the needle back into the sheath." Additional information requested. No known adverse effects to the patient.